Event description:
It was reported that a 28mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2025 using a 14f amulet delivery sheath. The devices were prepared per IFU. During the procedure the occluder was partially re-captured three times. The occluder was fully re-captured by mistake while in the ball formation. The delivery cable was fixed and the sheath was retracted further than the radiopaque markers. The occluder and delivery sheath were removed from the patient. Upon inspection it was noted that the tip of the delivery sheath was torn. A new 28mm amplatzer amulet left atrial appendage occluder and 14f amulet delivery sheath were used to complete the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that during the procedure tip of the delivery sheath was torn. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. It was indicated that occluder was partially re-captured three times and fully re-captured by mistake while in the ball formation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. However, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.